Event description:
It was reported that the zimmer skin graft mesher was not grafting. Add'l clinical f/u with the hosp indicated that there was no add'l donor harvest required. The graft was described to have been adequately meshed on one side (lengthwise) and incompletely meshed on the other side. A surgical blade was used to complete the desired perforations and the initial graft was used to complete the planned wound coverage. The surgical time was reported to have been increased by 30 minutes. It was also reported that a dermacarrier is used more than once. The sales team in (B)(4) is aware of this issue; the customer reuses dermacarriers due to cost although, the instruction for use and labeling indicates this is a single use product.

Manufacturer narrative:
The device not returned for eval. The service record indicates that the device is 5 years old and has not previously been returned to zimmer for service. Unable to determine a cause of the reported complaint, however, this device is overdue for preventative maintenance. Clinical f/u indicated the customer reuses dermacarriers, and that the graft was perforated on one half of the graft and the other half was not perforated. The zimmer skin graft mesher instruction manual states: the carriers are intended for single use only. Reuse may result in an unsatisfactory mesh pattern. It is likely this device has excessive wear and tear due to a lack of zimmer service for 5 years, however, this cannot be confirmed as the device was not returned for eval. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since its purchase in 2007. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.